Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device has not yet been returned, therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that during a novasure endometrial ablation a "hole" was noted in the wire mesh when it was removed from the patient's cavity. The dr. Chose to remove the pieces from the uterus which was done without complication. The procedure was completed with a second device. There was no injury to the patient.